Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. Cts guided the caller through the process of filling and loading a new cartridge, and the caller successfully completed the load process and resumed insulin delivery.